Event description:
Clinical assessment: complex clinical course of a patient with cardiogenic shock following myocardial infarction. Mechanical circulatory support with impella and ECMO was required. During treatment, the patient developed thrombocytopenia, acute kidney injury, and intracranial hemorrhage under high-dose anticoagulation for dual mechanical support. A device-related contribution cannot be definitively excluded; therefore, we report this case conservatively.

Manufacturer narrative:
This report provides an update to the rationale (b5) following completion of the clinical assessment and to document the addition of an h6 health effect ¿ clinical code. B5: the rationale has been updated to reflect the findings of the clinical assessment. H6. Health effect ¿ clinical code: e130501 (renal failure) has been added.

Event description:
Clinical narrative: a 46-year-old male with an unknown past medical history underwent percutaneous implantation of an impella cp device for temporary mechanical circulatory support due to cardiogenic shock secondary to an acute myocardial infarction. The device was implanted via the right femoral artery prior to percutaneous coronary intervention of the left anterior descending artery, which included coronary angioplasty and stent placement with intravascular ultrasound guidance. At the time of impella initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. On post-implant day two, laboratory evaluation demonstrated thrombocytopenia. Clinical discussion was made and noted possible device-related interaction and noting that the patient was supported with concurrent high-flow veno-arterial extracorporeal membrane oxygenation (va ECMO) in addition to impella cp. Three days later, the patient developed a subdural hematoma, which was confirmed by computed tomography imaging. At that time, the patient was receiving systemic anticoagulation with a heparin infusion and remained on va ECMO support. The impella cp device was continued for an additional six days, after which the patient was successfully bridged to a durable left ventricular assist device. The impella cp was subsequently weaned and explanted with a survived patient outcome. Thrombocytopenia and subsequent intracranial hemorrhage may be related to known risks described in the impella cp instructions for use and effects of concurrent va ECMO therapy.

Manufacturer narrative:
Investigation summary: no product was returned. Stroke: the root cause of the injury was unable to be determined due to insufficient clinical details. Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1983650. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.